Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions proximal to the superior vena cava shock coil breaching the ring electrode and superior vena cava cable lumens. The inner coil lumens and the etfe cables coating were not damaged in these locations. An external insulation abrasion was also found between the shock coils breaching the empty cable lumen with the inner coil lumen not damaged in this location. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.